Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer treated with food and glucose tablets. Customer's blood glucose value was 190 mg/dl at the time of the call. The customer was admitted into (B)(6) on (B)(6) 2017 at 5:02pm for a heart attack. Customer was discharged after four weeks. Troubleshooting was performed. The product was not returned for analysis.